Event description:
At all relevant times, (B)(6) was a podiatrist employed at the (B)(6) medical center in (B)(6). On (B)(6) 2015, (B)(6) was using the instrument while treating a patient at the (B)(6) medical center. During the course of the treatment, the instrument suddenly and unexpectedly broke apart in (B)(6) hand. As a result of the defective nature of the instrument. (B)(6) suffered an injury to his right hand, requiring various surgeries and resulting in significant and permanent pain and discomfort.